Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 23 units instead of the over 200 units anticipated. There was no adverse impact to the customer's blood glucose level. Customer completed steps to address the issue, and with assistance, reloaded the same cartridge. Customer chose not to perform a test bolus and was provided with cartridge-load instructions via email, which they acknowledged and were satisfied with. No further actions were immediately required.